Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 495 mg/dl at the time of the incident. Customer stated that she woke up with a high blood glucose. Customer took a 5 unit bolus with the pump and it only brought down her blood glucose 20 points, so she took a shot. Customer ran a manual prime to at least 5 units. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump was working as designed.